Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump was not rewinding and the buttons were unresponsive. The customer stated that he dropped the pump into the pool a year ago but it was working fine. He stated that the buttons were fine now he just did not know why it would not rewind. They were unable to continue troubleshooting. The customer was advised to monitor the pump. The insulin pump was not returned for analysis.